Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Additional follow-up information confirmed that the while inspecting the kink at the account, the shaft separated. Thus the kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while opening the package for a stenting procedure, a xience xpedition stent delivery system proximal shaft was kinked. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided. The returned device was separated at the hypotube. Reportedly, the device was kinked out of the hoop. While inspecting the kink, the shaft separated.